Manufacturer narrative:
The tech found the brakes were out of adjustment. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed from 2012-2014. It is unk if the facility performs preventative maintenance on their beds. The tech adjusted the brake casters to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom received a report from the account stating the brakes were not holding. The bed was located on the 2nd floor north at the account. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).